Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: extension. Product ID 3487a-33, lot# j0437022v, implanted: (B)(6) 2004, product type: lead. Product ID 3487a-33, lot# j0437022v, implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Manufacturer representative reported the patient was admitted to the hospital the day after implant. It was unknown why this had occurred. They later said they were not sure if this was true. It was reported the ins was explanted for an unknown reason. The leads were later explanted. It was reported that when they went to remove the lead it had been cut and some of the contacts were missing. It was also reported that they could not see the missing contacts clearly. A 3d x-ray imaging machine was used to detect any metal left in the patient's body and none was found. Follow up information received on jan. 20, 2017 from the manufacturer¿s representative reported that the ins was explanted on (B)(6) 2016 and there was no known reason for the why it was removed. It was noted that the ins was explanted at another time prior to the leads being explanted. It was also reported that the neurosurgeon wanted to remove the leads. There were no reported patient symptoms or device allegations which led to the explant. The representative was not sure it the patient was hospitalized the day after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.